Manufacturer narrative:
The dealer has replaced the backrest bracket and hardware, however is unable to provide the damaged bolt to sunrise medical for evaluation. The dealer had originally stated that there was a break in the hardware and not the back bracket itself. However he clarified his comment and said that the bolt was missing from the back frame. At some point it fell out and when the end user rocked back on his chair that is when the back gave out. Again the parts have since been replaced and the chair is functioning as intended. Sunrise medical considers this a lack of maintenance issue and not a malfunction or defect. This case is considered closed.

Event description:
Please see intitial MDR 2937137-2017-00019.

Manufacturer narrative:
The end user stated before all that had occurred, he reached out to numotion several times in response to three recall letters involving the q7 backrest brackets and stated no one had responded to him until (B)(6) 2017. The end user stated an appointment is set for a numotion representative to visit and consult with him regarding this. (B)(6) stated she had confirmed this appointment with (B)(6), a numotion supervisor. Sunrise medical then followed up with numotion operations manager (B)(6) of the (B)(6) and she proceeded to advise that one of her technicians reached out to the end user to inspect the chair and confirmed that it was in fact not a backrest bracket issue. The brackets did not break, the break was in the bracket hardware or bolt due to the force of the backward motion of the end user after his foot slipped. (B)(6) did advise the technician did keep the damaged bolt. Sunrise medical requested to have the parts sent back for evaluation, which we have not received as of yet after several reminders to the dealer. Sunrise medical cannot determine at this time if the product broke due to a malfunction or defect, or if the break occurred simply due to the force of the backward motion of the end user. If and when we receive the back bracket hardware, an evaluation will be performed and a supplemental report will be filed with any relevant findings.

Event description:
Per (B)(6) from (B)(6), end user stated that on (B)(6) , he was in his wheelchair crossing the street when his foot slipped causing him to rock forward then back and this is when the chair broke causing him to fall to the street and hit the back of his head. The end user then stated he was consulted at (B)(6) and they had confirmed him to have had a concussion.